Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested/confirmed due the sheath not being returned. The reported material rupture was unable to be confirmed; however, the inner member was separated which was likely perceived by the account as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.75x20mm nc trek rx balloon dilatation catheter (bdc) experienced resistance during removal of the protective sheath. The device was soaked prior to use and air aspiration was performed outside the patient anatomy before use. The procedure was to treat a lesion in the right coronary artery with mild tortuosity and moderate calcification. The nc trek rx bdc was advanced to the lesion and the balloon burst during the first attempt at inflation, while the pressure was being raised to nominal. Another same sized nc trek bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure, and no adverse patient effect. No additional information was provided.